Manufacturer narrative:
Updated fields: b1, b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Getinge field safety engineer (fse) did the evaluation and no problem was found, the problem was probably caused by a defective disposable transducer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that system 98xt pump (iabp) had pressure related malfunction. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4, g6, h2, h11.